Event description:
Patient revised to address loose tibial component; found osteolysis and polyethylene wear on insert and fractured medial condyle on femoral component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported device loosening or fracture based on insufficient information and unavailability of the products to examine. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. X-rays were not available for examination. The investigation could not draw any conclusions regarding the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.